Event description:
It was reported that while using bd facscanto¿ ivd waste leakage occurred outside of instrument. There was no user impact. The following information was provided by the initial reporter: a user reported to a service engineer that the aspirator arm is not sucking up fluid. 1. Was the leak contained within the instrument? No 2. Was the leak in a customer accessible location? Yes 3. Was there spray of fluid under pressure? No 4. What was the fluid that leaked? Facsflow, could be contaminated with sample 5. What is the source of leak -- waste line or non-waste line? ??? I think it could be treat as waste line 6. Was the customer exposed to blood or bodily fluids? No. 7. Was there any physical harm to the customer as a result of the leak? No.

Manufacturer narrative:
H6: investigation summary : scope of issue: the scope of issue is only limited to bd facscanto ivd, part # (B)(4) and serial # (B)(6). Problem statement: customer reported complaint on the aspirator arm leaking waste not contained within the instrument manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from (B)(6)2020 to (B)(6) 2021. Complaint trend: the only complaint related to the issue of a leak from the aspirator arm is this one; date range from (B)(6)2020 to (B)(6) 2021. Manufacturing device history record (DHR) review: DHR part # (B)(4) serial # (B)(6), file #338073-805723-v0140-04, was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the leakage was due to a clogged fluid line in the aspirator arm. When the customer initially submitted the issue, they were advised to clean the aspirator arm with hot water in wo-01762612. This clean didn¿t solve the issue so an fse (field service engineer) was brought onsite to perform the repair. The fse noticed that there was no suction from the sit arm during ¿remove tube¿, suggesting clogging, and rinsed and cleaned the shoulder canal. The source of the clogging was found during the flush with water and was removed. No parts were requested for evaluation as there were no replaced parts. After the cleaning the instrument was tested and was performing as expected. According to task pr# (B)(4) ¿ wfi-intake-safety alignment, the leaked fluid was facsflow with a possibility of containing patient samples. Although leakage of contaminated material can cause harm to the customer from exposure to samples and chemicals, the customer was not harmed in any way from this incident as the leakage was minimal and noticeable. Additionally, while patient samples were using during the tests that had leakages, the results of these tests were not used for any diagnosis and no patients were harmed in any way. The safety risk is moderate, s3, and there was no impact to customer health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: (B)(6) 2004. Defective part number: n/a. Work order notes: o subject / reported: 337175 bd facscanto ivd - aspirator arm does not suck liquid o problem description: the user reported to the service engineer that the asprator arm does not suck in liquid. O work performed: initial diagnostics confirmed the user's report - no suction from the sit arm during "remove tube". The shoulder canal was rinsed to remove the obstruction. Correct "remove tube" mileage. No part was replaced. No other service activities were performed. The user does not report any other comments regarding the operation of the camera. Recommended date of the next inspection: b.z.- 7.04.2021. O cause: clogged line in sit arm. O solution: issue: leakage from sit arm during "remove tube" diagnostic: clogged sit arm service: sit arm has been purged with syringe&water. Some "stopper" found and removed. Result: correct "remove tube" internal notes: o -(B)(6) 2021-01-25 12:38:19z: onsite / on call, foc- contract. -(B)(6) 2021-01-22 13:03:41z: for dispatch, helpdesk-callback customer cleaning does not help, fse visit needed to flush aspirator arm out tubing/ check valve -(B)(6) 2021-01-22 12:15:54z: further action, helpdesk-callback customer user was asked to clean arm with hot water, if does not help, fse visit needed returned sample evaluation: a return sample was not requested because there were no replaced parts. Risk analysis: risk management file part # (B)(4), rev. 08/vers. A, risk analysis facscanto fluidics fmea was reviewed. No new hazards have been identified and the current mitigation is sufficient. The severity rating in this file is ¿9¿ based on the previous scale rating. This is equivalent to ¿s3¿ in sop6078-02 whereby the leakage is obvious or indicated by additional (warning) information and hence the impact to the customer is negligible to none. The current mitigations are adequate with rpn under acceptable range. Hazard(s) identified? Yes, no. O item: 12. Sample introduction tube. O function: 12.1 retain tube until manually removed. O potential failure mode: 12.1.1 tube pops off. O potential effect(s) of failure: 12.1.1.1 biohazard spill. O potential cause(s)/mechanism(s) of failure: 1. Tube seated improperly. 2. Tube pressure set too high/ 3. Old bal seal does not seal adequately. O current controls: user observation. O recommended actions: 1. Lower pressure when not acquiring. 2. Service. Provides spare bal seal to customer, and instructions to replace when any pressure. Loss is observed. O severity:9. O occurrence:4. O detection:2. O rpn:72. O item: 29. Aspirator pump, p3. O function: 29.1 aspirate waste from sit aspirator and waste trap. O potential failure mode: 29.1.1 diminished capacity of pump. O potential effect(s) of failure: 29.1.1.1 vacuum level falls outside of nominal operating range, triggering an fb21 vacuum error. O potential cause(s)/mechanism(s) of failure: accumulation of blood debris on valve plates inside of pump. Accumulation prevents proper seal of valves, diminishing pump efficiency (capacity). O current controls: 1. Fb21 vacuum error monitoring. 2. Weekly replacement of valve plates in high usage accounts. O recommended actions: use pump style with self-cleaning valve design o severity: 1. O occurrence: 5. O detection:1. O rpn:5. Mitigation(s) sufficient yes, no. Root cause: based on the investigation results the root cause of the leakage was due to a clogged fluid line in the aspirator arm. Conclusion: based on the investigation results the root cause of the leakage was due to a clogged fluid line in the aspirator arm. The fse confirmed the issue and cleaned the shoulder canal tubing that had been clogged. After the clean, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the leakage. The safety risk is moderate, s3, and there was no impact to customer health or safety.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd facscanto¿ ivd waste leakage occurred outside of instrument. There was no user impact. The following information was provided by the initial reporter: a user reported to a service engineer that the aspirator arm is not sucking up fluid. Was the leak contained within the instrument? No. Was the leak in a customer accessible location? Yes. Was there spray of fluid under pressure? No. What was the fluid that leaked? Facsflow, could be contaminated with sample. What is the source of leak -- waste line or non-waste line? I think it could be treat as waste line. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No.